Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify pump error 130 and keypad unresponsive or button error alarm due to display anomaly. Motor tested outside and passed. No damage noted at keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and blank display. It was stated that the insulin pump had a pump error alarm. The customer changed batteries multiple times and ended up with a stuck button alarm every time that the insulin pump was turned on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.